Event description:
A cartridge alarm was reported during the insulin pump's operation. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support to load a new cartridge, but the alarm persisted. Consequently, a replacement pump was arranged, and the customer was advised to use an alternate insulin delivery method in the meantime. Instructions for storage and return of the faulty pump were provided, and the customer acknowledged them.